Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 2.9 mmol/l, 31.3 mmol/l, and 3.8 mmol/l within 8 minutes on the aviva expert system. Prior to these results, he tested, received a result of 3.1 mmol/l, and then ate two "plates" of dextrose and 4 slices of toast. No adverse event reported. Requested return of suspect device.